Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: during a liver transplant, while stapling the hepatic vein, the device cut but did not staple. The vein was cut which lead to a severe hemorrhage and hemorrhagic shock to the patient. A new device was used to complete the procedure. The case was extended by about 30 minutes resulting in renal insufficiency. No reinforcement material was used. There was 2 to 3 litres of blood loss with a transfusion of 8 units of blood.